Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side " exchange due to a right device deflation." The device remains implanted.

Event description:
Healthcare professional reported " exchange due to a right device deflation" healthcare professional later reported "gr 3 cc noted with right flat implant." And ¿implant malposition¿ this is for the right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Deflation: observed a cracked valve seat diaphragm valve. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "gr 3 cc bilaterally noted with right flat implant." The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.